Manufacturer narrative:
A direct root cause could not be determined.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The customer completed maintenance on the needle but the problem re-occurred. The investigation is ongoing.

Event description:
There was an allegation of a questionable sodium electrode result from the cobas 8000 ise 1800 module. The initial result was 170 mmol/l, and the repeat result on another cobas was 120 mmol/l. The questionable result was repeated because it was a higher result than the second cobas and did not match the patient's status. The repeat result was reported and believed to match the patient's status.